Manufacturer narrative:
The samples are collected in 13x100mm greiner tubes and are centrifuged at 3400 rpm for 10 minutes. Qc was within the customer's established ranges prior to the event. Specific qc data has not been supplied to date. Per the customer supplied documentation, multiple routine system checks failed on (B)(6) 2011 and on (B)(6) 2011. The customer was able to obtain a passing system check on (B)(6) 2011. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced all four of the reagent pipettors. A definitive root cause has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding higher than expected hybritech prostate specific antigen (hyb-psa) results generated by the unicel dxi 800 access immunoassay system for eleven (11) patients. Subsequent testing produced lower results outside of the assay precision claims. An example of patient results is provided. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.